Manufacturer narrative:
It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, chronic pain and hernia recurrence. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated method code 1 and results code 1. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: no information. Implant procedure: laparoscopic repair of incisional hernias with mesh. Implant: gore® dualmesh® biomaterial [1dlmc06/02641256] . Implant date: (B)(6) 2007 (hospitalization dates unknown). (B)(6) 2007: (B)(6) medical center. (B)(6), md. No operative report provided. (B)(6) 2007: (B)(6) medical center. Implant sticker. ¿dualmesh biomaterial.¿ lot: 02641256.: 1dlmc06. Expiration: 8/2008. Relevant medical information: no information. Explant preoperative complaints: no information. Explant procedure: no information. Explant date: no information. Relevant medical information: no information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6), md. Operative report. Preoperative diagnosis: dysphagia. Postoperative diagnosis: hiatal hernia, stricture, grade b. Procedure: esophagogastroduodenoscopy [egd], dilatation of cre dilator. (B)(6) 2005: (B)(6) medical center. History and physical. Presented with ovarian cyst. ¿she does have some other gi symptoms which she attributes to a stomach hernia, which is being evaluated by dr. (B)(6).¿ history of depression and schizophrenia. Weight 272 pounds, 5¿7¿ tall. Pelvic exam difficult ¿secondary to body habitus.¿ assessment: ovarian cyst. Plan: transvaginal ultrasound. (B)(6) 2005: (B)(6), md. Operative report. Preoperative diagnosis: grade b esophagitis, chronic reflux. Postoperative diagnosis: healed esophagitis, hiatal hernia. Procedure: esophagogastroduodenoscopy, measurement of z line, followed by placement of bravo system. (B)(6) 2005: (B)(6) medical center. Inpatient admission. (B)(6) 2005: (B)(6), md. Discharge summary. Postoperative diagnosis: gastroesophageal reflux disease. Incisional hernia. Incarcerated greater omentum. Procedure: laparoscopic lysis of adhesions followed by open nissen fundoplication and repair of two incarcerated incisional hernias in the lower abdomen. [No operative report provided.] Hospital course: ¿the patient was admitted postoperatively for observation of surgical wounds, management of postoperative pain, and management of likely postoperative ileus. She underwent mechanical nasogastric decompression in light of her postoperative ileus. Postop day one, the patient was doing fair. Was heavily medicated due to her surgical incision pain. By postop day two, she reported having positive flatus without bowel movement and therefore her ng tube was discontinued. She underwent a gastrografin swallow which demonstrated no evidence of extravasation of dye and narrowing of the ge junction consistent with postop changes. By postop day three, the patient felt much better and responded better to pain medication, was increasing her activity, however had not had a bowel movement yet. Her ng tube was discontinued. She was advanced to a clear liquid diet which she tolerated well. Having done well with the clear liquids, she was advanced to the typical post-nissen diet, on full liquids without bread/potato/pasta in any form. Postop day four, had her jp drain discontinued. Was still requiring a great deal of pain medication. By (B)(6), the patient was anxious to discharge home and was tolerating p.o. [By mouth] well.¿ no lifting > 10 lbs. For 4 weeks. Follow up scheduled. Implant preoperative complaints: (B)(6) 2007: (B)(6), md. History and physical. ¿chief complaint: pain in abdomen when coughing. Also possible hernia. Present illness: present complaint is that when she coughs her stomach feels hard. Pt is a 41 yo female that has been having sharp pain in her abdomen for the last few months. She noticed it when she had a cold and started coughing that something was causing her stomach to harden and cause significant pain. She had a nissen procedure. She is not a having any reflux or dysphagia. Her last egd was done in (B)(6) 2005 and showed healing grade b esophagitis. She has not had any sxs since the nissen. The office visit states that she is here for a recall colonoscopy. She had one 2004 that showed internal hemorrhoids but no other findings. She does not need a colonoscopy at this time.¿ weight 245 pounds. Tobacco use: ½ pack daily. Abdominal exam: abdomen bowel sounds normal, no organomegaly. Multiple incisional hernias palpated and tender. Impression: multiple incisional hernias. Plan: schedule laparoscopic multiple incisional hernia repair. (B)(6) 2007: (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: multiple incisional hernias, at least five, with incarceration of the loops of omentum. There was one with a part of a small bowel in the hernia sac. Adhesions to the abdomen. Anesthesia: general. Estimated blood loss: minimal. Procedure: ¿an incision was made in the right upper quadrant of the abdomen. Following this, a trocar with a camera was placed was placed in the peritoneal cavity. Utilizing these, the adhesions were lysed as we were adding more and more trocars until we got through the entire abdomen. There were loops of small bowel which were stuck in the incisional hernia as well as the greater omentum. The patient basically had a swiss cheese appearance of the abdominal wall. Having lysed all the adhesions the defect was measured. The graft was brought in basically to go from the xyphoid to symphysis pubis. The four corners were stitched to the abdominal wall and the rest of it was tacked into place with protacker. Two lines of tacks were placed for extra security. The patient tolerated the procedure well. The trocar sites were closed with 0 vicryl. The patient also had second hernia in the which most likely was a trocar site hernia. A trocar was inserted through this and the abnormality was pulled out. This was closed with endoclose times two and this is sitting right below the liver so we should not have any significant problem with the small bowel going through this area.¿ relevant medical information: (B)(6) 2008: (B)(6), md. History and physical. Chief complaint: incisional hernia. History of present illness: ¿pt is a 41 yo female here today for f/u from incisional hernia repair done (B)(6). At last visit she was placed on questran for the diarrhea she was experiencing after her surgery. Pt says she has had some reflux and pain in her midline.¿ smokes ½ pack daily. Abdominal exam normal., no organomegaly and no masses. Impression: gerd. Plan: egd. Revision preoperative complaints: (B)(6) 2011: (B)(6), md. History of present illness: presents with an incisional hernia. Past surgical history: had open hiatal hernia repair and nissen fundoplication, then laparoscopic ventral hernia repair with gortex mesh. Presents with pain at the apex of her laparotomy scar. She denies obstructive symptoms. Current every day smoker, smokes < 1 pack of cigarettes per day. Abdominal exam: ¿prominent area at the apex, cannot reduce, unsure if it is a hernia or diastasis.¿ weight 284 pounds. Assessment: epigastric and abdominal pain. ¿probably a recurrent hernia, but it's so difficult to tell with the patient's obesity.¿ plan: recommend CT to delineate defect. Return in one week. (B)(6) 2011: (B)(6), md. Indication: ¿this is a morbidly obese 45-year-old female who has undergone multiple abdominal surgeries including an open nissen fundoplication and then a laparoscopic hernia repair. The patient has developed painful swelling superior to her hernia repair. This was concerning for recurrence. A computerized tomography (CT) scan of the abdomen showed that the hernia repair was actually intact but there was at least one midline defect above with chronically incarcerated fat. Because I did not think laparoscopic repair of this was going to be feasible, we would have to overlap, I recommended that we just go and do an open repair with either mesh reinforcement versus mesh interposition. The patient agreed.¿ revision procedure: open ventral hernia with 15 x 10 cm physiomesh. Revision date: (B)(6) 2011 [hospitalization dates unknown] (B)(6) 2011: (B)(6), md. Assistant: (B)(6), pa- c. Operative report. Preoperative diagnosis: symptomatic midline hernia above an old laparoscopic hernia repair. Postoperative diagnosis: multiple "swiss cheese" hernias in the midline upper abdomen. Anesthesia: general. Estimated blood loss: minimal. Procedure: ¿the patient's old upper portion of her midline incision was excised for a length of about 10 cm going down to her hernia. She had a good deal of chronically incarcerated fat within this area. In exploring it, I did find that she actually had multiple defects consistent with a rectus diastasis and a swiss cheese phenomenon. Therefore, after opening up one of the hernial sacs and attaining access to the abdomen, we lysed adhesions all the way down and then located the patient's prior gore-tex mesh repair. Most of the midline fascia was completely unusable so we had to resect this all the way down to the hernia repair, leaving us with a defect that was approximately 15 x 10 cm. The skin and subcutaneous tissue were undermined across the entire extent of the hernial defect in order to have good access to the fascia so we would get good incorporation. Then the mesh was secured first to the prior gore-tex mesh at the inferior aspect with a 0 ethibond suture. This was run in a locking fashion securing the lateral edges of the mesh to the stronger fascia. After the repair was completed, I did feel that there was some laxity to the mesh so it was imbricated at the center point using a running 0 ethibond suture. We had good tension-free repair. Therefore, attention was turned to closure. R did reapproximate some of this deep subcutaneous fat to the repair in order to close off the dead space and then the skin was closed with interrupted 3-0 vicryl dermal sutures and a running 4-0 monocryl subcuticular stitch. Marcaine was infiltrated. Steri-strips and sterile dressings were applied.¿ relevant medical information: (B)(6) 2017: (B)(6) center. Inpatient hospitalization. (B)(6) 2017: (B)(6), md. Operative report. Preoperative and postoperative diagnosis: ventral hernia. Procedure: laparoscopic ventral hernia repair with echo mesh. Implant: ventralight st. Indications: ¿this is a 50-year-old female with past surgical history significant for laparoscopic hernia repair for an umbilical hernia. The patient's risk factors for hernias include morbid obesity. She has developed an inferior ventral hernia which is probably incisional for a prior c-section as well as an epigastric hernia above her repair. Laparoscopic onlay was recommended and the patient presents for same.¿ procedure: ¿a 2 cm left epigastric incision was carried down through skin and subcutaneous tissue. The anterior rectus sheath was identified and opened. The rectus fibers were retracted and the posterior sheath was grasped, elevated, and opened. Once the abdomen was entered atraumatically, a 12 mm port was placed and the abdomen was insufflated with co2. The laparoscope was introduced. Cursory laparoscopic examination revealed extensive adhesions along the entire midline. We were barely able to get the camera across to the right side but we were able to place a 5 mm right lower quadrant port in an area without adhesions in the right lower quadrant. We then switched to a 5 camera, and then placing a 5 mm right upper quadrant port, we performed a gentle and thorough lysis of adhesions, moving from inferior to superior and from right to left, slowing taking the adhesions down and taking chronically incarcerated omentum and preperitoneal fat out of the hernias above and below the prior goretex repair. Finally after the left lower quadrant was cleared, a 5 mm port was placed there so that we could have good visualization of all four quadrants. Then a lysis of adhesions continued above the 12 mm port to take down the remainder of the falciform. Once the abdominal wall was completely denuded, the hernia defects were seen. A small defect inferior to the umbilicus which was a probably ventral hernia at the patient's old hysterectomy scar and then de novo epigastric hernias above the gore-tex. Initially I attempted to place a large piece of mesh that would overlap from above to below and cover the gore-tex repair; however, in trying to deploy it within the abdomen it was simply too large for the anterior abdominal wall. So it had to be removed and then I opted to do individual repairs above and below the gore-tex. For the superior portion where the epigastric hernia was, a 4 x 6 x 8 inch echo mesh was placed into the abdomen. Inflating the frame, it was positioned properly in the epigastrium and extending all the way up to and above the 12 mm port site. It was secured in place with pds tacks. The frame was removed and then the remainder of the mesh was further secured with pds tacks as well as central pds tacks. For the inferior hernia defect, a 4 x 6 inch mesh which overlapped with the gore-tex was positioned inferiorly. Once this was positioned appropriately it was secured with pds tacks and then the frame was removed. Both of the pieces of mesh were secured in a standard fashion further with transabdominal sutures inferior and lateral to each piece of mesh with the central portion with the mesh overlapped and secured with a single suture. Once the sutures were in place and the repairs looked good, attention was turned to closure. All trocars were removed. The epigastric trocar site was closed with interrupted o vicryl figure-of-eight suture for the fascia. The skin of all incisions was closed with interrupted 4-0 vicryl subcuticular sutures. Additional marcaine was infiltrated. Steri-strips and sterile dressings were applied.¿ (B)(6) 2017: implant sticker: ventralight st mesh with echo ps positioning system. (B)(6) 2017: (B)(6), md. Discharge summary. Hospital course: tolerated the laparoscopic repair well. The patient's pain was controlled, and her diet was slowly advanced. She was ambulating and tolerating a regular diet, and was discharged home in a stable condition. No lifting >15 lbs. For 4 weeks. Follow up in 2 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.